Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted. Visual and x-ray analysis noted the outer coil was damaged in the middle region of the lead. Further analysis noted the inner insulation was cut / damaged. The cause of the reported event was isolated to the damage noted in the middle region of the lead which is consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead was noted to exhibit high capture threshold resulting in loss of capture. The ra lead was not used and replaced. The patient remained stable throughout the procedure.